Event description:
A medtronic representative reported an allegation of an issue with look-ahead in framelink 5.4 rs while in a cranial procedure. The surgeon was using a standard installation of framelink 5.4 utilizing the look ahead function in 512 resolution images. The steps of the look-ahead were twice as deep as they were indicated. It appeared the user checked in small steps of 2mm the safety but in reality, checked in 4mm steps. When changing a parameter in .xdefaults (''full slice stack resolution'' = false) the resolution of the image is down sampled from 512 resolution to 256 during the import of dataset. The procedure was completed with the use of the s7 planning station. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Medtronic representative following-up finds the surgeons noted the concern during the planning on the trajectory and the look-ahead view, leads were placed correctly. Software investigation was completed: root cause determined to be visualization and look-ahead. This issue was documented in a medtronic software anomaly tracking database for further investigation.